Manufacturer narrative:
Additional information was received on october 2, 2020. The event date was updated, as additional information indicated the onset of symptoms began in 2008. Additional symptoms of neuropathy and nerve weakness was indicated. Also, there is suspected deflation of the right breast, as the right breast has become smaller than the left. Additional information was received on october 18, 2020. E4 has been updated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 1, 2020 mentor realized that it erroneously submitted the wrong values d4 and h4 values with the initial report. The correct values have been populated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female who underwent primary breast augmentation with mentor smooth round moderate profile 250cc saline prostheses experienced several unexplained systemic symptoms post procedure. Fatigue, insomnia, sensitivity to chemicals, drop in hormone levels, bloody noses, migraines (particularly on the left), noise sensitivity, light sensitivity, heart palpitations, vertigo, dizziness, bloody noses, schwannoma on cervical spine, numbness, tingling, burning in extremities, bruising easily, temperature sensitivity, bruising more easily, allergies, brain fog, nerve sensitivity, ringing in the right ear, a minor stroke, body aching, and dizziness were all noted. Treatments included hormone replacement, detoxification, surgical removal of the schwannoma, botox injections, and gabapentin were all used as treatments with minor improvements. The migraines have switched from the left to the right side and the chemical sensitivity has improved a bit. Magnetic resonance imaging was performed on (B)(6) 2020 and demonstrated no tumors, but showed some infarctions in the cerebellar region. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2020-11200 for contralateral prosthesis report.